Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2022 with a nasal sample. Pcr testing was performed on (B)(6) 2022 and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2022 with a nasal sample. Pcr testing was performed on (B)(6) 2022 and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 178303 with covid-19 lod and blank patient swabs. All tests were run in triplicate, were valid, and performed as expected. No false negative results were observed, and the customers complaint was not replicated. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 178303 and device part number 195-430h / lot 175104. Quality control release testing met specifications with no false negative results observed. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing within label claims. No further action is required. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.